Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, our technician confirmed that the lg prong top broken, the insertion flexible tube buckled, the biopsy inlet piece dirty, the lg air/water socket cylinder dirty, the air/water socket dirty, the biopsy inlet t-piece broken accessory blocking inside biopsy t-piece, and the insertion flexible tube spiral closer condition; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.